Event description:
The customer reported that on (B)(6) 2011 discrepant, elevated thyroid stimulating hormone (tsh) results were generated on a access 2 immunoassay system and a unicel dxl 600 access immunoassay system for one patient sample. This is report one of two and represents the discrepant, elevated tsh results generated on an access 2 immunoassay system. Initial tsh results had been generated the day prior to the event. The erroneous tsh results were repeat results generated from a second same-patient sample. The erroneous result was generated on the access 2 immunoassay system subsequently confirmed by the unicel dxl 600 access immunoassay system. The discrepant repeat tsh result was reported outside of the laboratory. The physician questioned the repeat tsh result because it did not match the patient's clinical. Subsequent same patient sample retests performed after the event generated lower results that confirmed the initial tsh results and identified the repeat tsh results performed on (B)(6) 2011 as discrepant. Although discrepant tsh results were reported outside of the laboratory there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Instrument tsh quality control results met customer specifications during the time of this event. An instrument system check performed prior to the event met customer established specifications. No errors were posted in the event log and no instrument flags were associated with the discrepant results. The samples were collected in lithium heparin tubes and centrifuged prior to testing. The samples appeared normal in appearance with no visible irregularities. The samples were aliquoted off and recentrifuged prior to repeat testing.

Manufacturer narrative:
Service was not dispatched to the site as it appears to be a sample specific issue. MDR associated with this event: 2122870-2011-02646, 2122870-2011-02647.